Event description:
Complainant alleged that during the monitoring of a pt (age and gender unknown), the ECG display was too large when the device was analyzing the pt's ventricular fibrillation heart rhythm. In addition, the device displayed both "ECG too large" and "ECG too small" messages. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.